Event description:
It was reported the ventricular channel port housing has fractured. The device was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; ventricular output connector found broken. Analysis also found the battery release, battery drawer, and ring cover were contaminated. Side bail covers found broken and contaminated. Lead flex o-ring found pinched, battery contacts found compressed, and keyboard found scratched.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).